Event description:
Female pt who underwent a sparc mid urethral sling -(B)(4)- at an outside hospital on (B)(6) 2003 who presented to me with vaginal mesh extrusion and incomplete bladder emptying. Required surgical excision in the operating room, 8 years later.